Manufacturer narrative:
There was no patient involved in the incident. A field service engineer was on-site and noticed the smell when put into smart suction function. The unit was returned to haemonetics and part will be replaced. This event occurred in (B)(6) with a product that is not registered or marketed within the us. However, haemonetics has a similar device marketed and cleared for use by the FDA where the alleged malfunction can potentially occur. This report is being filed due to the reported failures that could occur on a similar device marketed and cleared for use by the FDA.

Event description:
On (B)(6) 2020, haemonetics was informed by the customer of a malfunction regarding smoke coming from a cell saver elite when it was turned on.